Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative. It was reported that the cause of the code was not determined. The actions/interventions that were taken was the healthcare provider (hcp) cleared the alarm which allowed for the hcp to update the programming. The cause of the patients return of symptoms was believed to be due to the pump going into minimum rate due to code 87. Therefore, the patient was not able to get their medication at their originally programmed rate. After the code was cleared, and the pump was reprogrammed to its prescribed rate. The patient's symptoms and the code resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient started hearing alarm last night and started having return of symptoms. The pump was read, and it showed code 87 indicating it went to minimum rate. The agent recommended checking logs. The healthcare provider (hcp) stated that he was unable to program the pump. The agent reviewed if the alarm was cleared and infusion and any other missing information was added; they should be able to update the pump. The agent also considers monitoring the pump in case it resets again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.